Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Complaint, "screw broke upon insertion." Ron reported that he has the screw adn that it left fragments in the patient.

Manufacturer narrative:
See h6 and h11 the complaint reported that a 4.0mm x 50mm cannulated screw (201-40-050) broke upon insertion leaving fragments in the patient. From the provided x-rays, fragments of the tiger screw are scene around the tip of the guide wire. Additional hardware is present on the medial tibia including a plate and at least 3 associated screws traversing medial to lateral. The guide wire has an evident bend at the distal most plate screw likely caused as a result of impacting the plate screw during placement. The resulting bend in the guide wire will cause non-uniform stresses on the tiger screw during insertion which could subsequently cause the exhibited fracture. Rf-tig-0006 tiger 2.0 risk matrix rev 3 u6.6 mentions screw shaft breakage with a maximum severity of 3, occurrence of 3, and risk index level of 2. Although there was no patient harm, additional surgical intervention, or surgical delay associated with this case, a severity level of 3, moderate, is appropriate because of the potential of these patient effects. There were 5510 (tbd) tiger 2.0 screws (201-xx-xxx and 203-xx-xxx) sold in the rolling year. With two reported events, the breakage rate is (B)(4). This corresponds to an occurrence of 3, low. The risk matrix therefore adequately captures the complaint event.